Event description:
Reportedly, during procedure after applying staples patient experienced bleeding from the staple line. Dr. Oversewed staple to maintain hemostasis . Per rep, there was extended or time, hospital admission, and significant blood loss. Sex: unk. Procedure: lap colon.